Manufacturer narrative:
The insulin pump alarmed motor error during rewind and a confirmed e70 error alarm was noted in the alarm history due to corroded motor home switch. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by that the insulin pump alarmed motor error. Customer stated he was trying to rewind the insulin pump when it alarmed. Customer's blood glucose was unknown. Customer had a backup plan which is syringes. Advised customer the insulin pump will be replaced and discontinue the use of the insulin pump. Customer agreed to return insulin pump.